Event description:
It was reported that the pump touch screen was cracked and unresponsive and that a malfunction alarm occurred. Customer¿s blood glucose level was 166 mg/dl. The customer reverted to an alternate method in insulin therapy. The failure investigation has been completed and the alleged issue was verified.